Event description:
Pleurx drain canister was separated at the top of the canister (broken) upon opening it from the package. Rn stated to patient that item was broken and another one needed to be retrieved from stock. The patient replied "this just happened to the previous rn". The device was sent to clinical engineering and reported to bard. It will be returned for failure analysis. An image of where the device broke will be attached. Per site reporter: the device will be returned for failure analysis.